Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted in the hospital due to bacteremia and fever. The patient had history of atrial fibrillation and may have vegetation or thrombus on the leads. In addition, the patient also got an inappropriate shock last year while mowing the lawn. The patient was seen by the physician and infection was not confirmed. Extracting the lead was still an option. No additional adverse patient effects were reported.